Event description:
A dreamstation CPAP pro device was returned to the third-party service center as part of the recall process with no initial complaint. There was no report of patient harm or injury. The device was returned to the third-party service center for evaluation. During servicing of the device, it was found that the power connector is corroded. This report is being submitted for the corrosion found during service. The device has been scrapped as per customer request. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.